Manufacturer narrative:
Block h6: device code a150202 is being used to capture the reportable event of gel found in unintended site-nonvascular. Block h11: we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a spaceit hydrogel device was implanted during a placement procedure performed on (B)(6) 2025. The initial post-index MRI showed that a portion of the hydrogel was located outside the intended perirectal space. Specifically, the imaging identified approximately 0.85 cc of hydrogel positioned in the rectum, completely through the rectal wall. In contrast, the three-month follow-up MRI demonstrated no evidence of hydrogel outside the perirectal space. The presacral collection seen in the earlier study was. No patient complications were reported as a result of this event.

Manufacturer narrative:
Block g1 was corrected. Block h11 (UDI statement) was corrected. Block h6 (device code) has been updated. Block h11: this product was not commercially released for distribution. As a result, no unique identifier (UDI) # exists for this product. Additional information was received, there was no evidence of hydrogel outside of the perirectal space. There is no alleged malfunction or device deficiency against the device used in the placement procedure. As there is no reportable allegation against the device itself and there was no serious injury, boston scientific no longer considers this to be a reportable event.

Event description:
It was reported to boston scientific corporation that a spaceit hydrogel device was implanted during a placement procedure performed on (B)(6) 2025. The initial post-index MRI showed that a portion of the hydrogel was located outside the intended perirectal space. Specifically, the imaging identified approximately 0.85 cc of hydrogel positioned in the rectum, completely through the rectal wall. In contrast, the three-month follow-up MRI demonstrated no evidence of hydrogel outside the perirectal space. The presacral collection seen in the earlier study was. No patient complications were reported as a result of this event. Additional information: it was reported that there was no evidence of gel outside of the perirectal space on the post-index MRI and no evidence of hydrogel outside of the perirectal space on the 3-month MRI. Therefore, this event has been deemed non MDR reportable.